Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lower part of the brush came off during brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on (b)(46 2017 he/she was brushing his/her teeth exactly as usual with an oral-b rechargeable toothbrush, version unknown, and the lower part of the oral-b dualaction brushhead came off during brushing. The consumer described that his/her shock caused him/her to start swallowing and go the wrong way. Fortunately, he/she was able to cough it up quickly and spit it out. The consumer noted that the brush head was not new, but it was not worn out either. The consumer had taken up use of his/her manual toothbrush. No symptoms developed. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she purchased packs of 2 brush heads. The consumer did the test with the coin, and the gray logo did not erase. No further information was provided.